Event description:
Reporter alleged discrepant results during a lab comparison to a blood glucose monitoring device reading. It was stated meter read 126 mg/dl compared to a lab measurement of 74 mg/dl when testing was performed within 10 mins. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.